Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to hyperglycemia and diabetic ketoacidosis. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer declined to perform a carelink upload. Customer was treated with insulin drip and injections during hospitalization. Customer stated that auto mode feature was not on. Customer stated that they turned off insulin pump for a day while in the hospital. The insulin pump will be returned for analysis.